Manufacturer narrative:
Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c181. C181 was cracked and electrically shorted.

Event description:
The customer contacted stryker to report that their device displayed a white screen and locked up during boot up. This is an indication that the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device displayed a white screen and locked up during boot up. This is an indication that the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the system controller pcb and the user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.